Manufacturer narrative:
All inducible vf episodes were appropriately detected by the s-ICD without dropout or undersensing. There were no complications attributable to dft testing. This patient experienced left shoulder dislocation secondary to inadequate arm bracing during dft testing, which was successfully reduced by closed reduction following the procedure. A review of the implant form found that one dft test was performed. The induced arrhythmia was successfully terminated following delivery of 65 joules. The post-shock impedance measurement was 70 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Do, k., p. M. Chang, et al. ( 2017). "Predictors of elevated defibrillation threshold with the subcutaneous implantable cardioverter-defibrillator." J innovations cardiac rhythm manag 8( 12): 2920¿2929.

Event description:
Boston scientific received information from a journal article titled "predictors of elevated defibrillation threshold with subcutaneous implantable cardioverter defibrillator devices. The objective of this study was to determine the factors associated with elevated defibrillation threshold tests (dfts) in patients undergoing s-ICD implantation. A retrospective cross-sectional analysis of all patients undergoing s-ICD implantation between 2013 and 2016 who underwent step-down dft testing was performed at the journal author's institution. In total, 56 patients underwent s-ICD implantation in the study period. Full dft tests were performed in 31 of the 56 patients with an average dft of 49.3 joules. The dft was greater than 65 joules in five of the 31 patients. A high dft was associated with increased bmi and either increased septal or posterior wall thickness. Patients with high dft also had higher failed shock impedance values. Renal failure did not appear to affect dft. Body mass index (bmi), body surface area (bsa) and septal and posterior left ventricular wall thickness predicted elevated dft on univariate analysis, although findings were not significant with multivariate analysis due to small sample size. Systematic step-down defibrillation testing in a heterogeneous patient population receiving the s-ICD, including morbidly obese patients and those with end stage renal disease (esrd), shows a higher incidence of inadequate dft safety margin with the s-ICD than originally reported in early device experience. Morbid obesity with bmi greater than or equal to 35 kg/m2, higher bsa, and increased septal and posterior wall thickness may predict higher dft and an increased risk of defibrillation failure with the s-ICD.